Event description:
It was reported that the right ventricular (rv) lead was not sensing at maximum sensitivity and was also exhibiting high thresholds and low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).